Event description:
Patient underwent mechanical thrombectomy for left mca occlusion. Upon completion of the procedure, the angioseal device closure product malfunctioned by not releasing after clamped, resulting in bleeding from the femoral puncture site. Patient was taken emergently to the operating room to remove lodged device and control bleeding.